Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence and an unexpected shutdown occurred. Customer's blood glucose level was 48 mg/dl which was addressed by ingesting carbohydrates. Reportedly, the customer loaded a new cartridge and was successfully able to resume insulin delivery.